Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd). The pacemaker remains in service. No adverse patient effects were reported. Additional from the medical records indicated that the device was surgically explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device did not meet longevity expectations. Device memory was reviewed, and no faults or errors were noted. The power level remained steady over the past year while implanted. It was also noted that the device sensed in the atrial chamber of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited accelerated battery depletion due to high atrial sensing. Boston scientific technical services (ts) recommended device reprogramming. The pacemaker remains in service. No adverse patient effects were reported.